Manufacturer narrative:
The events of lymphoma-alcl, seroma-late, lymphadenopathy, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma-late, lymphadenopathy, and capsular contracture.

Event description:
Literature review of surgical management and long-term outcomes of bia-alcl: a multidisciplinary approach reported bia-alcl. Devices explanted. This record is for 14 patients diagnosed with alcl and the following events: "14 patients with 'periprosthetic effusion', 4 patients with a 'mass' adjacent to the capsule, 3 patients with skin rash, 4 patients with breast pain, 6 patients with capsular contracture, 3 patients with lymphadenopathy, 17 patients with swelling."

Event description:
Literature review of surgical management and long-term outcomes of bia-alcl: a multidisciplinary approach reported bia-alcl. Devices explanted. This record is for 14 patients diagnosed with alcl and the following events: "14 patients with 'periprosthetic effusion', 4 patients with a 'mass' adjacent to the capsule, 3 patients with skin rash, 4 patients with breast pain, 6 patients with capsular contracture, 3 patients with lymphadenopathy, 17 patients with swelling."

Manufacturer narrative:
Additional, changed, and/or corrected data.